Manufacturer narrative:
Additional information was received that the physician explanted the entire device. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2158-50, serial # (B)(4), description: phase iii linear lead with preloaded enhanced stylet - 50 cm, model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision due to the patient is experiencing discomfort and tenderness at the lead extension site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35 serial # (B)(4) description: scs phiii extention 35cm.

Event description:
A report was received that the patient will undergo a revision due to the patient is experiencing discomfort and tenderness at the lead extension site.